Event description:
It was reported that approx 2 years post op total ossicular replacement the pt experienced loss of hearing. During exploratory surgery the surgeon observed that the head of the prosthesis had separated from the shaft. There was no injury as a result of the separation and a new prosthesis was implanted without incident.